Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the false activation of the internal battery alarms and revealed communication lost alarms related to the external battery. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was triggering intermittent internal battery alarms even after the battery was replaced. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device was triggering intermittent internal battery alarms even after the battery was replaced. There was no patient injury reported as a result of this incident.